Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected a neurovascular emergency procedure clinical procedure performed when the issue happened. The procedure completed as planned by trying again with the same device. The philips field service engineer (fse) inspected the system on-site and confirmed that it failed to emit x-rays. During troubleshooting, the fse found that accurate image acquisition was not possible because the arm did not rotate. Review of the system log file confirmed the reported malfunction. To resolve the issue, fse replaced the potentiometer. After replacement of potentiometer, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, allowing the customer try again with the same device, which successfully led to completed as planned with no delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's 3dra movements were not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.